Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on this lot n°. Checking the quality databases revealed that the balloon burst for silicone balloon is a known issue for this product. We received a used 3 ways prostatic catheter with a purple valve printed "22-50ml-3823785". Upon visual examination, it is noted that the silicone balloon is burst. Based on experience, the root cause of silicone balloon burst may be one of the following: - incorrect inflation liquid (as per our IFU it has to be sterile water) or incorrect lubricant used (water based is recommended and not petroleum based as per our IFU) - over inflation of the balloon. - defective balloon. Without the benefit of additional information from the complainant, coloplast is precluded from determining the root cause of the described incident. Based on the visual examination and complaint description, this complaint can be confirmed as reported and as a product defect. The issue of silicone balloon burst is known and measured on a monthly basis for trending. At the time of this report, the ppm level for this issue remains within the established threshold. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the complaint received, the balloon burst when water was injected into it.